Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated, and a bearing was found to be gritty and the rotor assembly was running rough. If the rotor and bearings are unable to rotate freely, the resulting friction will generate heat. The rotor assembly and bearing was replaced.

Event description:
It was reported that during setup for a surgical procedure, the drill heated up. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no adverse consequences were alleged with this event.